Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion during testing at biomed service department. There was no patient involvement. No additional information is available.